Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that patient experienced pain and suffering, metallosis, and inability to walk. Doi: (B)(6) 2009 - dor: none reported (left side). Patient is a resident of (B)(6). Update rcvd: revision date and hospital information received along with further product details.

Event description:
Litigation alleges that patient experienced pain and suffering, metallosis, and inability to walk.